Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the surgeon stated that the area of both post-operative leaks was low, probably between the 1st and 2nd staple line. The third case was a low bmi patient in which a serosal tear occurred and required oversewing. It was asked the color cartridge used in problem area and the surgeon stated green was used all the way up. There were no difficulties with device during the initial procedures and no staple formation issues. The surgeon uses a continuous firing stroke during firing. The device was not hard to close and the patients were not high bmi¿s. During a typical procedure, he uses 6 trocars and fires the stapler from 4 different ones. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post operative after a gastric sleeve the patient anastomosis leaked. Procedure was laparoscopic gastric sleeve with hiatal hernia repair on (B)(6) 2021. Patient was re-admitted on (B)(6) 2021 vomiting blood. During the scope the patient presenting with a 1.3cm fluid collection outside of the stomach along the greater curvature. A stent was placed, and an argon beam was also used. The patient is still in the hospital as of (B)(6) 2021 and will be reassessed treatment plan with in a week.